Event description:
It was reported when using the bd bactec¿ plus aerobic/f culture vials (plastic) a single molecular false positive result was received by the user, while using in conjunction with the biofire platform. A dual identification of c. Tropicalis and s. Aureus was received. The c. Tropicalis was the unexpected result. The s. Aureus result was confirmed by gram stain and bacterial culture. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 02-nov-2023 h.6. Investigation summary: catalog: 442023 batch no.: 3102725. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k113558 and k222591. H3 other text : see h.10

Event description:
It was reported when using the bd bactec¿ plus aerobic/f culture vials (plastic) a single molecular false positive result was received by the user, while using in conjunction with the biofire platform. A dual identification of c. Tropicalis and s. Aureus was received. The c. Tropicalis was the unexpected result. The s. Aureus result was confirmed by gram stain and bacterial culture. No health impact or consequence reported.